Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis testing was unable to confirm the customer comment that the device would not power up, however the device log had recorded errors and many failed attempts to power up. Analysis additionally noted that the liquid crystal display white wire was pinched and the insulation compromised and that the device needed the new shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator would not power up, even with fresh batteries. The generator was returned for service. No patient complications have been reported as a result of this event.